Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. One lead had shifted up and the other lead had shifted down. The patient underwent a revision procedure wherein the leads were adjusted back to their original placement and clik anchors were added to prevent migration. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.